Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for reported issue of clip open -establishing final arm angle/efaa could not be determined. It is possible that procedural conditions (tension on the clip, unintended curves/tension place on the device by the user) contributed to the reported user experience; however, this cannot be confirmed. The visualization issues were a result of challenging patient anatomy and the grasping issues was a result of visualization challenges combined with anatomical challenge. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed to establish final arm angle. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr), with an mr grade of 4+. Two clips were implanted, reducing mr to 2+. To further reduce mr, a third clip was advanced to the mitral valve. Grasping the leaflets was difficult due to the anatomy. It was exceptionally difficult to verify leaflet insertion. Imaging was challenging due to the patient anatomy and shadowing from the prior clips. After a successful grasp, the clip failed to establish final arm angle (efaa). The clip was not implanted and was removed. Mr was reduced to 2+. The procedure was discontinued. There were no adverse patient effects and no clinically significant delay during the procedure. The patient remained stable. No additional information was provided.